Manufacturer narrative:
The manufacturer did not receive explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt received a fitmore hip stem b ext. Offs. Size 5 on (B)(6) 2015. The stem was explanted on (B)(6) 2015 due to infection and a cement spacer was placed.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. It was reported that the patient was revised due to infection 3 weeks after implantation. Patient is morbidly obese. Two x-rays, dated (B)(6) 2015 were received: no conspicuousness regarding the infection. Surgical notes of the implantation and revision, as well as a physical examination report were received. The implantation report is inconspicuous regarding the later infection. The physical examination report strongly suspects an infection since the patient experienced rashes and wound drainage. The lab test results showed (B)(6). During the revision all components were removed and exchanged by cement spacers. Intraoperatively no significant fluid pockets are observed. However, the tissue is of poor quality, the review of the irradiation certificate and the sterilization master file showed that the product has been sterilized according to the defined specifications and that the supplier process has been validated. Possible causes for the reported event according to sap dfmea: infection, septic loosening - due to infection due to unsterile implant (failure of packaging). Implant is not sterile (infection) - due to damaged packaging. The DHR were found to be according to specifications. However, it cannot be guaranteed that the packaging was safety treated once the product was outside of zimmer biomets logistical control. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). This is a split case with zimmer inc., (B)(4), reference number (B)(4).

Manufacturer narrative:
Additional information received on 06/02/2015: the manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and founds to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was revised due to infection and pain.